Manufacturer narrative:
The device was not returned for analysis. However, based on the media provided, the reported allegations are confirmed, apart from the detachment which cannot be confirmed as the media provided show the intact wire. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A versacross rf wire got knotter with a pacemaker. The procedure was cancelled. It was reported that versacross connect access solution was selected for ablation. During the procedure, the attempt to advance the versacross from inferior vena cava (ivc) to superior vena cava (svc) failed from progressing. Hence, it was tried to maneuver the versacross rf wire, but it seems like it got caught into the right atrial pacemaker lead. When the physician was attempting flourless procedure and fluoro was turned on, versacross rf wire knotted was noted with the pacemaker lead. The next two hours was spent attempting to undo the knot but to no avail. The rf pigtail wire was snapped as close to the knot location as possible and left in the body. The pacemaker leads were left intact/ no issues arose from the leads placement. A multitude of troubleshooting actions were taken, such as additional non-boston scientific devices like agilis sheath, biopsy forceps, and a loop snare were all used in both the groin and ij locations in an attempt to untie the knot between the versacross rf wire and the pacemaker lead. Thus, the procedure was cancelled. The device is not returning for analysis. No issues were noted on the versacross rf wire prior to the case nor any difficulty on the patient anatomy. The versacross rf wire and ice catheter were inside the body at the time of entanglement. No changes to the antithrombotic treatment, the patient is still under existing antithrombotic treatment plan. A portion of the device remains in the patient. No surgery was planned yet to remove the portion of the device from the body.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A versacross rf wire got knotter with a pacemaker. The procedure was cancelled. It was reported that versacross connect access solution was selected for ablation. During the procedure, the attempt to advance the versacross from inferior vena cava (ivc) to superior vena cava (svc) failed from progressing. Hence, it was tried to maneuver the versacross rf wire, but it seems like it got caught into the right atrial pacemaker lead. When the physician was attempting flourless procedure and fluoro was turned on, versacross rf wire knotted was noted with the pacemaker lead. The next two hours was spent attempting to undo the knot but to no avail. The rf pigtail wire was snapped as close to the knot location as possible and left in the body. The pacemaker leads were left intact/ no issues arose from the leads placement. A multitude of troubleshooting actions were taken, such as additional non-boston scientific devices like agilis sheath, biopsy forceps, and a loop snare were all used in both the groin and ij locations in an attempt to untie the knot between the versacross rf wire and the pacemaker lead. Thus, the procedure was cancelled. The device is not returning for analysis. No issues were noted on the versacross rf wire prior to the case nor any difficulty on the patient anatomy. The versacross rf wire and ice catheter were inside the body at the time of entanglement. No changes to the antithrombotic treatment, the patient is still under existing antithrombotic treatment plan. A portion of the device remains in the patient. No surgery was planned yet to remove the portion of the device from the body.